Event description:
Within the 5th to 8th day out of the 10 day sensor, the sensor would have multiple brief sensor issues before sending a sensor failed notification. Along with this there have been multiple inaccurate sensor reading with readings off by up to 150 mg/dl. Some units have failed completely others have given false readings which were well above or below the blood glucose level that was read after test prick. (Multiple pricks taken to verify accuracy).